Event description:
It was reported that during percutaneous coronary intervention, stent damage occured. The promus element mr 3.00x12mm could not cross the lesion and upon removal from the patient it was noticed that one of the part of the device was lifted. Procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not returned and analysis was not performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).